Event description:
The remstar auto a-flex w/sd card, int device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found evidence of foam particles inside the assembly. The device was scrapped. No further investigation can be carried out at this time. If additional information is received, a follow-up report will be filed.